Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during service and evaluation, it was determined that the motor device had damaged locking components, worn vanes, hose damage(excluding rupture), device ran in locked position-power broken, was loose, had insufficient/low power and use error/misuse. It was further reported that the device failed pretest for visual assessment, hose verification, loctite verification, safety assessment and rotational speed assessment. The event was not related to surgery. There was no patient involvement. It was noted in the service order that the device had an undetermined malfunction. It was reported that there was no delay to a surgical procedure. It was reported that a spare device was available for use. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.